Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Potential batch numbers: 2308745 or 2309035. Too much silicone in the plunger of the syringe? Please see attached video. When did the incident occur? Before use. Comments from customer: " I have now a total of 22 syringes with this same problem. There have been somewhat more of these, which have been disposed, since they have been in contact with cytostatic. Unfortunately, I cannot identify all of these syringes to a certain lot, since they´ve been unpacked from the wrappings. All I know is that they´re lot is either 2308745 or 2309035.

Event description:
Potential batch numbers: 2308745 or 2309035. Too much silicone in the plunger of the syringe? Please see attached video. When did the incident occur? Before use. Comments from customer: " I have now a total of 22 syringes with this same problem. There have been somewhat more of these, which have been disposed, since they have been in contact with cytostatic. Unfortunately, I cannot identify all of these syringes to a certain lot, since they´ve been unpacked from the wrappings. All I know is that they´re lot is either 2308745 or 2309035.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one video was provided which shows evidence of silicone within a syringe. In addition, nineteen samples were received for investigation. Through visual inspection, no evidence of silicone can be observed within the products. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for suspected lots 2308745 and 2309035, and were found to be within specification. The samples underwent these same tests and were verified to be within required limits. A device history review was performed for lots 2308745 and 2309035, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Due to the viscosity of the lubricant, it is possible to see evidence of it when moving the stopper from being fully seated at the top of the syringe, this does not indicate that the silicone is in excess. While we could not identify a direct issue, a project has been initiated to further review our silicone process. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.